Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The technical service representative contacted the patient to obtain and verify information; however, was not able to reach the patient by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On the morning (B)(6) 2013 the patient obtained the blood glucose readings of 345 mg/dl and 245 mg/dl on the reported meter within 20 minutes of each other. After these readings, the patient took 3.0 units novorapid insulin and an unspecified dose of lantus insulin. Afterwards, the patient experienced the symptom of sweating. The patient did not report seeking any medical attention or treatment. The patient manages his diabetes with insulin taken on a sliding scale. It would have been helpful to determine the patient's expected blood glucose readings, if sweating was the patient's symptom of hypoglycemia, the patient's readings earlier on the day of this event, and if he received any treatment. Troubleshooting revealed the patient's testing technique was correct, and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6).